Manufacturer narrative:
The bench repair technician confirmed the issue. The speaker was replaced, however the sound remained very low. Additional parts have been ordered to verify and repair the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that device is down because of a speaker malfunction error. There was no audible sound coming from the device. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The technician confirmed the speaker equipment malfunction inop and the speaker was replaced. However, the sound was very low. The bench technician later identified that the low volume on the replacement speaker was due to volume being set to the lowest level. The volume was adjusted and the device was operational after repairs were completed. The cause of the issue is considered to be a faulty speaker.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The technician verified the inop and replaced the speaker. However, the sound volume was low, suggesting that the mainboard may be defective. The repair is pending quote acceptance by the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.